Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the patient had two sided fixation clamps implanted on (B)(6) 2011. The surgeon discovered that the patient developed high intracranial pressure and the clamps were removed on (B)(6) 2011.